Event description:
It was reported that the device illuminated the service light and logged several event codes in the memory. Physio-control evaluated the device and found that the device displayed "abnormal energy delivered" while discharging into a defibrillator analyzer and there was no energy output. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb assembly determined the most likely cause for the malfunction to be an electrical short of a diode, cr 44. Excessive high current electrically damaged the pcb and several components.